Event description:
Additional information received answering the question to what other medication (oral, etc.) That the patient was taking at the time of the event was ¿not an event ¿ process over year with finally explant of pump¿. It was noted that the patient was doing ¿fair, spasticity is severe, no other effective therapy¿.

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter/sc connector revealed a non-significant indent in seal that did not affect infusion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the pump was explanted because it was moving in the pocket and bothering the patient; however, the catheter was left in. At the time of report, there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the patient previously reported in manufacturer¿s report #3007566237-2013-02815 that [¿within months¿ of having the pump implanted, the patient¿s stomach had grown, and that it looked like a ¿watermelon.¿ the patient asked if the pump would cause weight gain. The reporter also noted that the pump started moving ¿months ago.¿ the pump was between the patient's rib cage, but then moved down lower. The patient had severe pain at the pump site; a constant pulling and tearing sensation. The pain was in the patient¿s rib area down to the side of their abdomen where the pump was. It was noted this started ¿over a year ago¿ and it interfered with the patient¿s ability to sit up straight and bend. The reporter noted they discussed this with their health care provider (hcp) and they got irritated and dismissal about it. The reporter noted the pump did not work for them. The reporter initially referred to the pump as a ¿baclofen pump"; however, then noted there was saline in the pump as of 3 to 4 months ago. The patient also noted sleep apnea and narcolepsy. The caller was redirected to the hcp. Additional information has been requested, but was not available as of the date of this report]. On (B)(6) 2013, the patient had also reported that they had another trial a few months ago and she did not get much increase in her range of motion and did not see a decrease in tone or spasticity. The patient noted the improvements she saw were very minimal but the health care provider (hcp) considered it a success. The patient was scheduled for another trial on thursday; the patient stated they give her the maximum medication. The patient was considering canceling the trial on thursday ((B)(6) 2013). On (B)(6) 2013, a healthcare provider (hcp) later reported the patient was wheelchair bound and immobile. They stated that the patient's pump had never moved, and they had not seen any issues at all as far as the pump moving. They stated it had never been red or swollen. The patient did complain of pain upon palpation, and said it was because the pump was ¿hitting their ribs.¿ the office stated that this was not possible ¿due to the patient¿s size for the pump to be hitting their ribs¿ the patient was very contracted, and their legs ¿stuck straight out.¿ they diagnosed the patient with increased spasticity over time despite dosage increases. The patient kept coming in complaining of lack of effect, but the hcp did not have it documented when the issue began. On (B)(6) 2012, they performed a dye study and found that the pump tubing was fractured at entry of the lumbar spine. The catheter was also found to be coiled at the base of the spine. The patient was told they needed a revision, but they declined. The patient cancelled the surgery three times. The surgeon refused to schedule the patient anymore. The patient continued to come in and complain that they were not getting any relief, and they did not seem to understand that there was nothing that could be done without a revision. The patient was convinced it was the baclofen that was the problem. At that time, compounded baclofen 2000 mcg/ml at 96 mcg/day was being infused. In order to ¿prove the efficacy of baclofen¿, the hcp decided to give the patient a 50 mcg dose directly into their spine. The patient¿s legs bent slightly. The doctor wanted to give the patient a 100 mcg dose one week later, but the patient cancelled that appointment four times. The physician decided not to administer any more medication or schedule any appointments. The hcp¿s office would order the compounded medication specifically for the patient, and then she would not show up. On (B)(6) 2013, they put saline in the patient¿s pump and prescribed the patient oral baclofen and lortab for pain. No other medication had ever been in the pump other than compounded baclofen. No allergies were noted in the chart. The saline was being delivered at minimum rate, and the current alarm date was (B)(6) 2015. As of (B)(6) 2013, the patient¿s doctor wanted the patient to have the device removed because the patient refused to have the catheter revision and would not keep their appointments for pump maintenance and adjustments. The office had no further information to provide.

Event description:
It was reported that the reporter referred to her device as a "baclofen pump", but that it was currently filled with saline. The reporter stated they put saline in the pump 3 to 4 months ago because ¿something is wrong with the catheter¿. Per the reporter, it needed to be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).